Event description:
The customer reported that the heartstart xl will not fully charge. There is no indication of negative pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.